Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced unexpected restart, external ram crc error and excessive no delivery alarms. The customer's blood glucose reading was unknown. The customer stated that she was not able to give herself insulin and received many beeping noises. The customer stated that the pump did not alarm no delivery with 5.0 unit manual prime. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including operating currents measurement, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No external ram crc error alarm, unexpected restart alarm or excessive no delivery alarm noted. No damage was found on the c13 interface board noted. The insulin pump had cracked case at the display window corners, battery tube threads, broken reservoir tube lip and missing the display window.